Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It was reported that on (B)(6) 2013 the surgeon torqued a screw through the variable angle locking hole. It occurred during the insertion of a 2.4 mm titanium variable angle locking screw into the proximal radial locking hole of a two column titanium variable angle locking compression plate distal radius plate. The screw was left in position beneath the plate and the surgery proceeded to completion. The anticipated treatment will be normal follow-up with radiographs to monitor healing of the distal radius fracture. This report is for 1 unknown screw/unknown lot. This report is 2 of 2 for (B)(4).